Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. Updated fields: d8, h2, h3, and h6. The device was returned to olympus for inspection and the cutting knife was confirmed to be broken. The cutting knife was broken near the distal end cover. Also, the breakage area of the cutting knife was burned and melted. Based on the results of the investigation, the following mechanism likely caused the reported event (cutting knife broke off and the piece fell into the body): 1) due to the factor described below, spark discharge between the tissue and the cutting knife occurred during output activation. ·the output setting for activation was too high ·the electrosurgical unit was used in the coagulation mode. ·the output activation time was too long. 2) the discharge applied high localized heat to the cutting knife, causing the base of the cutting knife to melt and become thin. As a result, the strength of the cutting knife decreased. 3) during tissue incision, a load was applied to the cutting knife with reduced strength, which likely caused the cutting knife to break. However, the exact cause of the spark discharge generation could not be identified. Therefore, the root cause of the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an endoscopic submucosal dissection (esd) procedure, the tip of the single-use electrosurgical knife fell off and into the patient's gastric body while working on the second lesion. The subject device was retrieved using reusable gripping forceps, and the procedure was completed with a replacement device. There was no patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction. An update has been made to d4 (lot number) and h4. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to correct the event date based on the additional information that was received. Corrected field: b3.

Event description:
Additional information was received from the customer confirming the date of event.